Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. After implanting a non-bsc stent, a 4.00mm x 8mm nc emerge balloon catheter was advanced for post in-stent dilatation. However, upon the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.